Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Review of the ventilator diagnostic log confirmed a 35 volt failure occurrence which may result in a shut down of the device with alarm during normal ventilation mode operation. The manufacturer's service technician reported the device would not power on with the battery connected. The service technician replaced the power management pcb board to complete the service. Applicable final testing was completed and passed to operating specifications.